Manufacturer narrative:
Hillrom has received the device in the service centre and results of preliminary investigation have shown that the ac power adapter burned/charred. The device will be forwarded to the hillrom manufacturer for a thorough investigation. Hillrom will submit a final report with investigation conclusion as soon as the findings will be available.

Event description:
Customer reported the power supply of device caught fire and burnt. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Preliminary investigation showed that the ac power adapter was burned/charred. Customer returned the power adapter but failed to provide the power cord which is the part of the device that the malfunction was alleged to have occurred. As the customer disposed of the power cord we are unable to complete the investigation and a root cause cannot be established. The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. This product is available for sale only upon the order of a physician or licensed health care professional. A root cause cannot be determined as the power cord was not returned but it is suspected that the customer was using a power cord that was not approved by hillrom which may have contributed to the burning of the adapter. Customer contacted and advised to stop using power cord. Based on this information no further action is required.

Event description:
Customer reported the power supply of device caught fire and burnt. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint#: (B)(4).